Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. (B)(6). Subject device has been received and is currently in the evaluation process. The device history report was reviewed and ncr #1030128 was found on p/n 311.03.02 lot #6826517 for l2 oversize and a scratch was found on one part. The one part with the scratch was scrapped and the forty-seven remaining for l2 issue were accepted use as is by the product developement engineer. The parts were accepted because during the assembly process the teflon bearing p/n 311.03.3 is sanded to allow free rotation of the handle and eliminate interference. Relevance of this nonconformance is not able to be determined. Ncr #1030171 was found on p/n 311.03.03 lot #6859729 for flange thickness out of tolerance on two parts out of seventy. The two nonconforming parts were scrapped. Relevance of this nonconfomance is not able to be determined. Because the relevance of the nonconformaces found are not able to be determined this complaint is indeterminate. Placeholder.

Manufacturer narrative:
Corrected data: device history records were corrected with new lot number. The DHR was reviewed and ncr #(B)(4) was found on p/n 311.03.03 lot #6859729 for the flange thickness out of tolerance on two out of seventy-two supplier parts. The two nonconforming parts were scrapped. This nonconformance is not relevant to this complaint because it is for the teflon bearing that would not cause the complaint condition. Rework was found on raw material p/n 11119 lot #6174396. The rework checked the alloy type because a different heat/lot from the same supplier was determined to be incorrect alloy type. The alloy type on p/n 11119 lot #6174396 was correct. Ncr #(B)(4) for incorrect material was included as reference. No issues were found during manufacture that would contribute to this complaint. Placeholder.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows. It was reported that the handle and the shaft of the screwdriver were jammed together. The surgeon could not change the tap and shaft of the screwdriver. The surgeon was unable to turn the fourth screw into the hole of skull. The patient was impacted. The surgery was delayed. There were no other instruments available to use in the surgery. The event did not require additional medical treatment. This is report 1 of 3 for complaint (B)(4).

Manufacturer narrative:
Additional narrative: device is used for treatment, not diagnosis. One handle with mini quick coupling was returned for evaluation. There are tool marks on the tip that is not associated with manufacture. The lock and unlock function check failed this evaluation. Some relevant component features are unobtainable because components are not able to be removed without destroying the features.